Manufacturer narrative:
As part of investigation, the customer was advised by the technical support engineer to reset the communication cables between the video processor and the light source. Doing so resolved the issue. The customer tried the unit several times with different scopes without any issues the device will not be returned. The investigation is ongoing, and a supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the loaner video processor displayed an e315 error code while being used with the light source during preparation for use for an unknown procedure. The procedure was completed with a similar device from another cart. There were no reports of patient harm associated with the event. This complaint is related to patient identifier: (B)(6) (clv-190, light source).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e315 error could not be identified. However, it's likely the cause is related to the connection of the communication cables. Olympus will continue to monitor field performance for this device.